Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unreadable as the display would intermittently be blank with graphics and text blocked. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.